Manufacturer narrative:
On 7/11/2018, it was reported to mentor that the patient had experienced baker grade IV and assymetry capsular contracture. The problem was diagnosed during surgery. The patient was not hospitalized. In addition, as per lot received 5551199 product catalog number was updated from 3502751bc to 3507325bc. The name of the product was gel mentor memorygel breast implant 325cc. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 07/30/18, it was reported to mentor that the device history record ( DHR) of lot number 5551199 reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 08/05/18, it was reported to mentor that the device evaluation and investigation have been completed. The device contained gel with clear appearance, upon receipt by mentor. No foreign material was observed within the device. Gel was observed on the shell surface. During visual examination, pe observed a rent measuring approximately 0.9 cm on the posterior view. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, pe was precluded from further evaluating the device. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release; pe concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of rupture was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage. Mentor performs 100% inspection and testing of all devices prior to release; pe concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. No corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Note: serial numbers are (B)(4). At this time mentor is unaware which serial number belongs to the product affected. Clarification is in process. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with a gel mentor memorygel breast implant 275 cc and experienced rupture on the right breast implant. The rupture was discovered during revision augmentation procedure. As a result, the patient had undergone explantation and replacement with gel mentor memorygel breast implant 275cc breast implant on (B)(6) 2018.